Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has developed a significant amount of scar tissue around the lead and as a result, he experiences a constant stabbing sensation between his shoulder blades. The patient would like his system explanted. Surgical intervention may be pending to address this issue.